Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a dose rate of 145.1 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that a bridge bolus programming error occurred. The hcp erroneously bypassed the bridge bolus. It was further noted that 2 hours had passed since the pump was filled with a new concentration of 1 ,000 mcg/ml regarding gablofen; the new dose rate remained at 145.1 mcg/day. The catheter volume was 0.196 ml. It was being considered that there was still 0.383 ml to bolus and it would take 31 hours and 54 minutes to infuse at the desired rate. The hcp was performing a modified bridge bolus. No patient symptoms were reported. Additional information has been requested regarding product information and event outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.